Manufacturer narrative:
The add'l info will be provided upon conclusion of the manufacturer's investigation.

Event description:
It was reported to the manufacturer that while performing a preventive maintenance check on the maxi sky 600 lift, the lift raised 400 lbs about 3 feet height when the weight fell onto the floor. There were not patients or caregivers in the room at the time of the test; no injuries were reported. (B)(4).